Manufacturer narrative:
Additional codes added to section evaluation code result and conclusion. Device evaluation summary: one analog interface (ai) printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The ai pcb tested satisfactorily. One breath delivery (bd) pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The bd pcb tested satisfactorily. One tamura (taiyo yuden) power supply was returned to medtronic for further analysis. A visual inspection of the returned unit shows no anomalies. The unit was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The power supply tested satisfactorily. The replaced components did resolve the issue in the field; however, the returned components were analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The medtronic field service engineer evaluated the ventilator and replaced the analog interface pcb (printed circuit board), additionally the service engineer found the bd (breath delivery) alarm, compressor not working and replaced the bd pcb and power supply. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The replaced parts have been returned to medtronic for failure investigation and once the investigation is complete a supplemental m edwatch report will be submitted with the findings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator failed post (power on self test). During servicing, the service engineer found that 840 ventilator had multiple issues "bd (breath delivery) alarm and compressor not working". The ventilator was not in use on a patient at the time of the reported event.